Manufacturer narrative:
Insulin pump was received with intermittent button response on the down arrow button due to corroded keypad traces. However, no unexpected button error alarm was observed during testing. Cracks to the lcd window, reservoir tube lip, battery tube threads and scratches on the reservoir tube window also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed for button error. The battery was changed but the anomaly persisted. The buttons weren't pressed longer than 3 minutes. Advised that the insulin pump wil be replaced. Nothing further reported.